Event description:
Caller alleged discrepant results compared with the lab on 1 out of 5 patients. Results as follows for patient 5: date: (B)(6) 2012; inratio 2.2; lab 4.5. Time between testing: compared around the same time. Patient's therapeutic range: not provided.

Manufacturer narrative:
Investigation pending.